Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned for analysis.

Event description:
It was reported that noise resulting in oversensing, far field p-wave oversensing, and low pacing impedance was observed on the right ventricular (rv) lead. Lead provocation testing was performed, and the events were not reproduced. X-ray imaging was performed and externalized conductors were observed on the rv lead. The device was reprogrammed to resolve the event, and the patient was in stable condition.